Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced the probe wipe, the fluid and air filters, but the leak persisted. The fse then replaced the valve lv11 that seemed to be releasing when the probe reached home position. The fse ran startup eight times without further leakage observed. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a probe leak on the coulter act diff hematology analyzer. The probe leaked about 1/4 ml onto the counter during startup only. The customer indicated that gloves and a laboratory coat were worn during this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated. The customer stated that this instrument is used for research purpose only and no patient sample results were affected by this issue.